Event description:
During verification testing at the service center, the device alarmed e321 (battery charger timeout).

Manufacturer narrative:
During testing the device alarmed e321 (battery charger timeout). This was due to the battery. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.